Manufacturer narrative:
Failure investigation (fi) lab received the data acquisition (da) pcba for evaluation. Visual inspection of the data acquisition (da) pcba revealed no evidence of damage or contamination. Fi technician tested the data acquisition (da) pcba was tested and no failures were identified. Root cause of the reported issue could not be determined due to the data acquisition (da) pcba was tested and no failures were identified.

Manufacturer narrative:
Date of event: (B)(6) 2016.

Event description:
The manufacturer's field service engineer (fse) reported that during servicing, the unit has multiple error codes messages. There was no patient involvement.